Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to move their legs following the implant surgery. A cat scan and MRI were done and it was determined that the patient had an epidural hematoma. The patient was transferred to another hospital where a laminectomy was performed. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's inability to move their legs had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.